Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 3 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was hospitalized for gastrointestinal bleed. Sigmoidoscopy showed actively bleeding rectal ulcer that was resolved with epinephrine and clipping. Patient was discharged after a 2-day hospital stay with prescriptions and instructions to keep their stools soft. Drop in hematocrit was not sufficiently serious to require a transfusion. Patient has been followed in clinic and has no additional complaints. No additional information was provided.

Manufacturer narrative:
Event date changed from (B)(6) 2017 to (B)(6) 2017. A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The submitted system controller log file shows the pump appeared to have operated as intended above the low speed limit with no atypical alarms throughout the duration of the log file. The patient remains ongoing on the device and no further related issues have been reported at this time. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.